Event description:
It was reported that there was a warning on the right atrial (ra) lead for high impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted and replaced.